Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. The cause of the faulty dp board could not be determined. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment.

Manufacturer narrative:
The device in this report has not been returned to omsc for evaluation. The evaluation of the device by olympus (B)(4) sales & marketing (ocsm) confirmed the following; no abnormalities were noted in the appearance of the device and inside the device. The reported phenomenon was reproduced and the endoscopic image output from the dvi video signal flickered at 1080p resolution three times a half day. The endoscopic image output from the sdi video signal was displayed properly. The reported event appeared to be caused by defect of the printed circuit board. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the endoscopic image output from the dvi video signal was flickering. The device was used with a olympus flex videoscope enf-vt2. There was no report of patient injury associated with this event.